Event description:
It was reported that the patient had a possible infection. Additional information received that the patient underwent an explant procedure. The explanted device was disposed at the facility.

Event description:
It was reported that the patient had infection at the ipg site. Symptoms of redness and swelling were noted. The physician did not believe it was device and procedure related and the cause of the infection was unknown.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 7073152.